Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16552.

Manufacturer narrative:
Per gfe response, it was confirmed by the customer that they use third party for supplemental biomedical services and the third party tech informed customer there is a field change order, (fco) which prompted customer place a call to philips customer support requesting retrofit of fco for 15 units. It was confirmed there was no issue with the v60, therefore his case no longer meets the requirements of reportability.

Event description:
Philips received a complaint from the customer on the v60 indicating that bezel plate needs replacing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the customer requested to cancel the case. The investigation is ongoing.